Event description:
It was reported that the customer went to the emergency room (ER) on (B)(6) 2023 with a blood glucose (bg) level of 612mg/dl; cause was due to pump touchscreen reported to be cracked, unresponsive and unreadable. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.